Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution . It was reported the flow rate could not be adjusted using the cair clamp, "beyond being completely open or at nothing." The anesthetist adjusted the flow rate to "full on" because the flow could not be left at "off." Subsequently, 1000ml of fluid was delivered in 1 hour. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007.